Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Visual inspection revealed no signs of burns or charring. The service technician scrapped the device as a precaution. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has burn marks on the pigtail lemo connector. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.